Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported power supply issue or failure to complete its internal self-test. Based on all available information, the investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test, had a power supply issue and defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported power supply issue could not be reproduced or confirmed via the device logs. The power supply unit was not returned to resmed for an evaluation. The main circuit board and pneumatic block were replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test, had a power supply issue and defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.